Manufacturer narrative:
(B)(4). Batch #: unk. Date of event: unknown, captured as 1st day of month the event took place. Photo analysis: this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: the photos show a tb12lt product in its original packaging, apparently slightly open. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. An analysis of the product could not be performed since a physical sample was not received for evaluation. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 204a20/tb12lt and no non-conformances related to the reported complaint condition were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, before used on the patient, the packing was damaged as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.